Manufacturer narrative:
Results: the complaint for ¿pain in the area of implanted device/ possible infection¿ was not confirmed. As received, ipg revealed some instrumentation marks on the header and is consistent with explant procedure. No visual anomalies were observed that would have existed prior to explanting and could have contributed to the ineffective stimulation complaint. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-25078, 1627487-2015-25079 and 1627487-2015-25080. It was reported the patient ((B)(6)) was experiencing pain at the ipg site regardless of stimulation. Reprogramming attempts did not provide resolution. Additionally, it was reported the physician believes the patient's pain is due to a suspected infection based on the patient's elevated lab parameters. In turn, the patient underwent surgical intervention to explant the scs system and cultures were taken.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2015-25078, 1627487-2015-25079 and 1627487-2015-25080.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.